Event description:
Additional information was received that reported the patient's implantable neurostimulator (ins) still wasn't controlling her symptoms as well as it had before her lead revision. The patient noted that she "couldn't depend" on the ins to provide symptom relief every day. The patient used a new program that was working better and was working with her physician to achieve better symptom relief. The patient also noted that she was "not getting used to having something in her body." Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient reiterated the loss of therapeutic effect. The patient had to urinate more frequently. The therapy since a reprogramming was stated to be working okay. The patient would still 'play around' with the device until she would get it right. It was stated that the therapy was helping the patient. Approximately four weeks later it was reported that the patient had received assistance and the patient's concerns had been resolved. The patient had no concerns about the device or therapy.

Event description:
It was reported that the patient fell on new year's eve which caused a lead to disconnect. A revision was performed on (B)(6) 2012. Therapy had worked well for the patient up until the time she fell, and she had not been receiving therapeutic relief since the revision. The patient was on program 4 at 2.05 volts and switched to group 3 at 2.15 volts. The patient was going to monitor her symptoms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v814839, implanted: 2011 (B)(6), explanted: unk. Programmer: model 3037, serial# (B)(4). (B)(4).